Event description:
It was reported that following a pre-dilatation of the lesion, the stent was released in a stenosis in the superficial femoral artery. Following stent deployment, a 7 x 40 mm balloon catheter was placed inside the stent. Reportedly, the length of the stent was 20 mm, half of the length of the balloon. The info noted on the box and the pouch indicated a stent with a length of 40 mm. There was no report of injury to the pt.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specs prior to shipment. The device involved in the event is not available for eval. The event investigation is currently underway. Please note: this event is being reported because, this device is the same or similar to one marketed in the united states. (B) (4).